Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2015 the physician received an unsuccessful cavity integrity assessment (cia) test. The physician then examined the pt and "noticed a small perforation close to the fundus". The procedure was aborted. The pt was "doing fine" and discharged home. Dilation (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. (B)(4).